Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal shunt vessel. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for few seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications reported, and the patient was in good condition after the procedure.